Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working properly. It was further reported that the programmer was unable to save to a universal serial bus (usb) device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the stylus was confirmed to have intermittent connection issues, due to a loose fitting connector. The stylus was replaced. The programmer was able to save to usb without issue. A broken latch was found on the storage bay door. The storage bay was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.